Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. The repair center confirmed the preformation, but was unable to confirm foreign material exiting the channel. The device was repaired and returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material was fibers such as gauze used for reprocessing, a piece of rubber came from a peripheral device such as the air/water valve or water container, body fluid, or an adherent came from used chemical agents. The following is included in the instructions for use and can detect the defect, "3.3 inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Per the legal manufacturer, the perforation has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that videoscope was perforated during maintenance of the device. The facility reported that foreign material was exiting the channel. No additional information has been obtained.